Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Device was received with a cracked battery tube threads. Device passed all functional tests, including the idle current measurement test, run current measurement test, self test, off no power test, unexpected restart error test, displacement test, basic occlusion test, occlusion test, prime/compromised force sensor system test, rewind test and excessive no delivery test. Device was received with normal operating currents. Device was monitored for several hours and no unexpected low battery alert noted. Also, no excessive no delivery alarm noted during the testing. Device primed properly. All buttons functioning properly. No damage in the keypad assembly noted. The keypad connector j2/lcd locked properly during visual inspection. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported that during priming gear is slower than before. The customer¿s blood glucose was unknown. The customer reported that double press buttons to get them to work has missed bolus multiple times due to this; unexplained no delivery alarms, they had to change entire site out multiple times; battery life was not as long as before, patient was frustrated 3 weeks at most and was using same brand of battery as before; crack near battery compartment area where top was screwed in. The insulin pump will not be returned for analysis.